Manufacturer narrative:
Instructions and precautions mentioned in the ifu254bsm that were not followed. It was a misuse by phisician. We assume that wrong use and not following the IFU instructions is the reason for this failure

Event description:
The surgeon was using the new dragon tongue capsular closure device. When the surgeon went to slide the blue lever on the handle, the peek tubing was displaced from the plastic part, where it is engaged, of the handle. The device was removed from the patient safely leaving no remaining pieces in the patient.